Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using a pinnacle pfr kit, the physician caught either the ureteral tissue or the tissue near the ureter when he threw the mesh leg through the sacrospinous ligament, causing the ureter to kink. The physician placed a temporary ureteral stent, and performed an a&p repair with kelly plication. The pinnacle placement was aborted. The ureteral stent was later removed, and the pt is reportedly doing "very well," with no issues.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.